Event description:
The sales representative reports the white catheter part broke of the bolt. The product is being returned containing blood particles. No patient injury was reported. Additional information received on 07/2002 from the sales rep. The pt was admitted with possible subarachnoid hemorrhage. The patient expired and upon removal of the icp system, the bolt was removed without difficulty but the catheter broke at the point where the bolt and the catheter meet. The tip was left in the patient. The patient expired unrelated to this incident.